Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that poor communication was seen on the patient programmer (pp). Caller could not confirm the icons on the screen but stated the remote would not connect to the implant even after changing pp batteries. It was reported the patient had a rechargeable device and was not able to connect to the recharger (insr). Caller stated he could not charge the implant and the remote would not connect to the neurostimulator (ins). It was reported the patient's last successful charge session was (B)(6) 2017. Could not troubleshoot due to lack of access to product. No symptoms were reported. No further complications were reported/anticipated.